Event description:
A doctor was positioning the dental light for use when the lens heat shield/holder fell off the light and hit the patient. The lens heat shield/holder weighs less than one pound, however, it can get hot due to being close to the halogen light bulb assembly. There were no injuries reported.

Manufacturer narrative:
The plastic lens holder was returned for evaluation on 02/03/2009, however, the heat shield was disposed of by the doctor. The lens holder was cracked, but it appears this was caused when the assembly striking the ground. The plastic lens holder is 10 years old and has signs of being serviced many times over its life. The lens heat shield/holder has to be removed when replacing the halogen light bulb or when cleaning the lens covers. The lens heat shield/holder snaps off, then snaps back on when servicing is complete. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place.